Event description:
Patient presented in 2009 with significant paravalvular leak causing severe mitral regurgitation. Patient had a septum myectomy with mitral valve replacement with #27 st. Jude value in 2007. The paravalvular leak was repaired but there was more severe mitral regurgitation from the valve itself due to missing one leaflet and the valve was replaced with a 25 mm st. Jude valve. The patient was relatively stable after surgery but quickly deteriorated and died in 2009.